Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right atrial (ra) lead exhibited impedance measurements of less than 200 ohms. Device testing and pocket manipulation was performed and was negative for any issues. No actions or interventions were planned. No adverse patient effects were reported. The device remains in service.